Event description:
It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was placed in the same month. According to the complainant, the locking adapter of the device cracked 2 days after placement. The device was replaced with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. A device eval has not been performed; the cause of the reported malfunction is undetermined.